Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, implanted: (B)(6) 2005; 419488, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced eighteen shocks in a row. The patient was taken to the hospital. The device remains in use. No further patient complications have been reported as a result of this event.